Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump was malfunctioning. Customer's mother stated the customer was still at school. Customer's mother was hoping they can replace the device. Customer's mother was advised to call back when customer called was home to troubleshoot the device. No further information reported.